Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results for three patient samples tested for total protein on a cobas 8000 c 502 module (c502). The total protein test is not manufactured by roche, it is manufactured by sobioda. Of the data provided for three samples, one had an erroneous total protein result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a total protein value of 1.86 g/l. The sample was repeated, resulting as > 2.05 g/l accompanied by a data flag and > 4.52 g/l accompanied by a data flag. On (B)(6) 2018, the sample was repeated resulting as 22.32 g/l. No adverse events were alleged to have occurred with the patient. The lot number and expiration date of the total protein reagent were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined.